Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. The initial accu tni result of 5.07ng/ml was obtained. The results was reported out of the lab and questioned by an ER as not matching the pt's EKG results. The customer re-tested the pt original sample for accu tni; the result was 7.40ng/ml. The customer collected a fresh sample from the pt and tested for accu tni: the result was 0.00ng/ml. The pt was drawn again (3rd sample) and tested for accu tni; the result was 1.81 ng/ml. The 3rd sample was re-tested for accu tni and the repeated result was 0.02ng/ml. The customer indicated that the pt original sample was re-tested from an aliquoted and the primary tube a few days later; both accu tni results were 0.01ng/ml. There was no report of pt injury requiring medical intervention or changes to pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within customer's specifications before and after the event. System check performed on 06/05/06 passed. The customer collects samples in bd, plastic, lithium heparin tubes with gel separators and sst's. The specimens are centrifuged at 3,700 rpm for 5 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer lab on 06/16/06. The fse ran system check which passed. The fse performed routine adjustments to the instrument. The fse ran diagnostic and accu tni precision testing; the results were within specifications. The fse verified that the instrument was operating per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.